Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was reading 44 mg/dl. Based on the cgm reading, the patient ate to increase the reading but it would not increase.she was unable to check her blood sugar by fingerstick. The patient was unable to check a bg reading because she had difficulty seeing and had shaky hands. The patient was also unable to stand or walk, so she called an ambulance and was transported to the hospital. The cgm continued to show a reading of 44 mg/dl but when nurses checked her glucose with a glucometer at the hospital it was 576 mg/dl. She was treated with IV fluids to lower the blood glucose. The patient remained in the hospital for 12 hours. After returning home, she continued to feel extremely tired and fatigued. At the time of the report, the patient was doing fine. Additionally, the patient has early-stage dementia, which contributes to some memory issues. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was first symptomatic. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.